Event description:
It was reported that the bd gravity administration set came out of the connector causing it to leak. The following information was provided by the initial reporter: looks like we had another instance this morning where the tubing came out of the connector when it was inserted into a bag of solution. When the nurse came to my office we pulled on the second connector and it came off the tubing without issue.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 27-jan-2023. H6: investigation summary the customer reported the connector fell apart during priming and returned one used sample. The sample separated at one of the two spikes and the complaint is verified. The root cause is traced to solvent application process at the manufacturing plant. Device history record review for model 10010903 lot number 22099296 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the bd gravity administration set came out of the connector causing it to leak. The following information was provided by the initial reporter: looks like we had another instance this morning where the tubing came out of the connector when it was inserted into a bag of solution. When the nurse came to my office we pulled on the second connector and it came off the tubing without issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.